Manufacturer narrative:
The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Visual inspection:upon receipt, minor scuff marks were noted to the exterior of the unit. No other visual defects or anomalies were noted. Functional/performance evaluation: the enspire was serviced and evaluated. The system was able to successfully power on and initialize with an in-house driver and foot switch. It was noted that the ui software needed to be updated. An in-house probe was able to be successfully calibrated and pass a sample test. The saline and vacuum solenoid pins functioned correctly, and the system was able to pass a vacuum test. The reported issue was not able to be recreated. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the device was returned for evaluation. The enspire was able to successfully pass all functional and electrical test/requirements, and the reported issue could not be replicated. The investigation is unconfirmed for the reported continuous sampling. The definitive root cause for the reported issue could not be determined based upon available information. It is unknown whether procedural issues contributed to the event. Labeling review: the current instructions for use (IFU) states:warnings: use of accessories not compatible with the encor enspire breast biopsy system may create potentially hazardous conditions. To minimize interference with other equipment, cables should be positioned in such a manner to prevent contact with other cables. Precautions: this equipment should only be used by a physician trained in its indicated use, limitations, and possible complications of percutaneous needle techniques. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a stereotactic breast biopsy, the probe was unable to stop sampling allegedly when selection released from the foot pedal. Reportedly, other selections were unable to be selected on the screen and the system was unplugged when the aperture was closed to remove the probe. It was further reported that another probe was placed in the patient for marker placement and the probe began to sample without selection by the health care provider. Reportedly, the probe obtained ten samples before it was able to be removed from the patient. The patient experienced pain and bleeding. It was further reported that the patient was sent to surgery to stop the bleeding and was admitted to the hospital for observation. The patient was discharged the following day and there has been no further treatment reported since the patient was discharged.

Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. The device has been returned to the manufacturer for evaluation. As the serial number for the device was provided, a review of the device history records is currently being performed. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a stereotactic breast biopsy, the probe was unable to stop sampling allegedly when selection released from the foot pedal. Reportedly, other selections were unable to be selected on the screen and the system was unplugged when the aperture was closed to remove the probe. It was further reported that another probe was placed in the patient for marker placement and the probe began to sample without selection by the health care provider. Reportedly, the probe obtained ten samples and hit an artery before it was able to be removed while in motion from the patient. The patient experienced pain, bleeding, bruising, and was admitted to the hospital for observation.